Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a skin cancer excision procedure on (B)(6) 2019 and suture was used. While using the needle holder to suture subcutaneous tissue in an interrupted loop, the needle separated from the suture. Another like suture from a different box was used to complete the procedure. There were no patient consequences reported.